Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00333. Per the manufacturer technical support (ts), the battery appeared to be a little weak. During troubleshooting he checked the voltage from battery charger to the batteries and it was to specification and the batteries were taking a charge. The ts recommended that the batteries should be changed on next visit. The ts replaced the batteries during the next visit and performed a release test. The charger led was still not illuminating (refer to emdr #1828100-2016-00333) after replacing the batteries and performing release test. The unit meets all other specifications. The field service representative (fsr) will be replacing this unit. The fsr removed the defective battery unit, installed a loaner battery unit and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal battery was not charging correctly. The user was bench testing the device in pump room. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) could not duplicate the complaint. Both batteries were received in near-fully charged condition. Both accepted charging and passed minimum load testing requirements. The pst measured 13.0 volts direct current (vdc) on both batteries as received. This is a typical voltage level for batteries in good condition that are fully or near-fully charged. The pst connected the device under test (dut) batteries to the lab-use only (luo) delphin charger and turned switch to ¿connect¿ to view the charge status of the dut batteries on the panel meter. The meter showed near-full charge. The pst connected alternating current (a/c) power to the charger and began charging (moved the switch to ¿disconnect¿). The charger light emitting diode (led) was on solid initially (typical during charging), then found flickering within ten minutes (typical indication of fully charged batteries). The charger remained on for seven and a half hours, the recommended charge period is up to 24 hours from full depletion. The charger was then powered off for over 15 hours. With a/c power removed, the switch was again moved to the ¿connect¿ position to read the battery charge status from the panel meter. The pst attached luo centrifugal control module, motor (with water loop) and flow sensor to the lab delphin charger having the dut batteries installed. He began load test with motor running 2500 revolutions per minute (rpm) at 6 liters per minute (l/min) (minimum run time is one hour 45 minutes at 2500 rpm 5 l/min). No a/c power was applied during the load test period. After the first 60 minutes of running, the gage read just over 50%, and both batteries measured 12.3 vdc. After approximately one and a half hours, the gage was at 50%, batteries measured 12.0 vdc. After over two hours of running, the rpm and flow had remained steady, the panel meter was just below 50% and the batteries measured 11.6 and 11.7 vdc. This exceeded the minimum one and three quarter hour requirement and the test was halted. The dut batteries were then recharged for over 17 hours. Final battery measurements were both 13.2 vdc (typical). As per service history, batteries were last replaced on (B)(6) 2014. They are within their recommended three year duty life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.